Event description:
The complainant reported that during a purge cassette exchange, the automated impella controller (aic) was not recognizing the purge disc. The aic was exchanged. No patient harm has been reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer. Added- h6 impact code 4629 d4-updated model number.